Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l into becomes available.

Event description:
It was reported that the catheter was being used on a pt in the emergency department. During insertion, the spring wire guide (swg) kinked three times between 10 and 20 cms and unraveled at the distal j end. There was no delay in treatment, no pt death and no pt complications were reported. Add'l info received on (B)(6) 2011 from the physician stated that there are no details available regarding this event.